Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the probe needle bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration, with no bubbles observed, and was non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at one location along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had bubbles or an aspiration issue. The evaluation indicated that the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The probe was found conforming for the reported aspiration failure and bubbles and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe did not have negative pressure, could not aspirate and spit bubbles during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm reported.